Event description:
The customer reported housing damage that is affecting cartridge seating. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support and is currently out of warranty while in the process of obtaining a new device.